Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #2). An additional emdr was submitted to represent the bard/davol bard/davol bard flat mesh (device #1) and bard/davol composix kugel (device #3). Device not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1). On (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #2). On (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #3). The patient had unspecified injuries related to a defect in the bard flat mesh (device #1) composix mesh (device #2) and/or composix kugel (device #3) and underwent revision surgery. On (B)(6) 2010: the patient had unspecified injuries related to a defect in the bard flat mesh (device #1), composix mesh (device #2), and/or composix kugel (device #3) and underwent revision surgery. On (B)(6) 2011: the patient had unspecified injuries related to a defect in the bard flat mesh (device #1), composix mesh (device #2), and/or composix kugel (device 3) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1), composix mesh (device #2) and composix kugel (device #3). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."